Manufacturer narrative:
PMA/510(k) #k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Sales rep cora taeubler phoned on (B)(6) 2024 at 11:19. Customer informed her today. The needle snapped where it's fixed to the work channel. Lot confirmed. As per cc form : needle broke at working channel here needle is attached. Patient outcome; a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes: prefix: echo please circle or state your answers: for all complaints, ask: 1. Are images of the device or procedure available? N/a, yes, no 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes, no 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no if no, please specify where the damage is located: 6. Was gaining access to the target site difficult? N/a, yes, no 7. Was the device used in a tortuous position? N/a, yes, no 8. Was puncture of the target site difficult? N/a, yes, no 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 10. Please describe the size of the intended target site. 11. If not with the device in question, how was the procedure performed and/or finished? 12. Was the device damaged in packaging prior to removal? N/a, yes, no 13. Was the device damaged on removal from packaging? N/a, yes, no 14. Was force required to remove the device? N/a, yes, no 15. Did the patient require any additional procedures as a result of this event? N/a, yes, no 16. What intervention (if any) was required? 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a, yes, no 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? 21. Was resistance felt while inserting the device through the scope? N/a, yes, no 22. Was the scope recently serviced / repaired? N/a, yes, no 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? 24. Was the syringe used during the procedure, after the stylet was removed? N/a, yes, no 25. Was difficulty experienced while retracting the needle? N/a, yes, no 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no 27. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a,yes,no 28. Was the stylet partially removed when advancing the needle into the target site? N/a,yes,no 29. How many samples were obtained (passes completed) with this needle? 30. Did any section of the device detach inside the patient? N/a, yes, no if yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Provided by sales rep via email on (B)(6) 2024: . Are images of the device or procedure available? No 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? No 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No if no, please specify where the damage is located: _where the needle is fixed to the work channel 6. Was gaining access to the target site difficult? No 7. Was the device used in a tortuous position? No 8. Was puncture of the target site difficult? Yes 9. Please describe the anatomical location of the intended target site: pancreatic head 10. Please describe the size of the intended target site: 2 x 2 cm 11. If not with the device in question, how was the procedure performed and/or finished? It wasn¿t finished but interrupted because it was hardly accessible and the tumour itself very hard 12. Was the device damaged in packaging prior to removal? No 13. Was the device damaged on removal from packaging? No 14. Was force required to remove the device? No 15. Did the patient require any additional procedures as a result of this event? No 16. What intervention (if any) was required? None 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Not yet 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.) No 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? See form 21. Was resistance felt while inserting the device through the scope? No 22. Was the scope recently serviced / repaired? No, new device 24. Was the syringe used during the procedure, after the stylet was removed? Yes 25. Was difficulty experienced while retracting the needle? No 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes 27. Was the endoscope in a flexed or twisted position at any time during the procedure? No 28. Was the stylet partially removed when advancing the needle into the target site? Yes 29. How many samples were obtained (passes completed) with this needle? None 30. Did any section of the device detach inside the patient? No 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? Yes slightly.

Manufacturer narrative:
PMA/510(k)#: k210476. Device evaluation: 1 unit of lot number c2107637 of echo-hd-19-c was returned for evaluation. The device related to this occurrence underwent a laboratory evaluation on 12 march 2024. The lab and lab attendance can be viewed in the ¿returned product ¿ notes¿ section. On evaluation of the devices the following observations were made: visual inspection: stylet returned separately, styled examined and no issue observed, functional inspection: sheath extender able to advance and retract without issue, needle handle able to advance and retract without issue, sheath and the needle observed to be broken proximally below sheath extender, needle removed from the device with difficulty. It should be noted that this file is related to another complaint files. For details of the other investigation please refer to (B)(4). Manufacturing records: prior to distribution, all echo-hd-19-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-19-c of lot number c2107637 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0077 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficulties user experienced to penetrate the target site, the tumour itself was very hard and also scope was slightly in a flexed position as indicated in the additional information. All these factors could have potentially caused the needle to break below the sheath extender. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this break is considered outside the scope of the CAPA . Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2024.